Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: dvbb1d1 defibrillator and 694775 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a critical battery alarm. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Logs pertaining to con307027 revealed one (1) critical battery alarm due to the battery depleting to 10% relative state of charge (rsoc). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.